Manufacturer narrative:
The device was returned for analysis. Based on the cine review, a device malfunction could be confirmed via the images provided. However, based on the return device testing a conclusive cause could not be determined for the reported difficulty. The reported ¿resistance was felt during advancement¿ could not be replicated in a testing environment as it was based on operational circumstances. The reported ¿upon deploying the foot plate, the lever would not stay open on its own¿ was not confirmed. The reported ¿suture separation¿ could not be tested/confirmed, due to device components not being returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a graft diagnostic procedure using a 6f sheath. Reportedly, resistance was felt during advancement of the proglide device into the anatomy. Upon deploying the foot plate, the lever would not stay open on its own. The footplate was held open while deploying the sutures and removing the plunger. The lever was returned to the original position and the foot was closed. The device was removed; however, the suture broke when they were going down the rail to tighten the knot. Manual compression was used to achieve hemostasis. No vessel damage was noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.